Event description:
The PICC line in patient was found to have broken off at the hub. The line was caught in the incubator door which may have caused tension at the site and subsequent breakage of the line.